Manufacturer narrative:
The product was received with about 4 to 5 mm of one end missing. Visual examination of surface shows no sign of oxidation or staining. Fracture started on inner surface and moved to outer surface with continued use. No absolute cause of the failure can be determined, but it is appears the product failed from forces being applied exceeding the strength of the material. Historical review showed no other failures of this type for instruments made during this time frame.

Event description:
Tip of currette broke of during a procedure. Broken piece had to be removed from the patient's ear. Additionally, the account stated tip of product broke off in patient's middle ear during an ear procedure while the physician was cutting bone. The broken piece had to be located and removed from the patient's ear with suction.